Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but it may have been exposed to heat. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 278 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.